Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with a cytoscopy, due to pelvic organ prolapse. Following insertion, the patient experienced pelvic pain, vaginal pain, dyspareunia, discharge, foul smell, infections, mesh erosion, and depression/anxiety/panic attacks due to complications resulting from mesh. It was reported that the patient underwent mesh excision, retropubic mid urethral mesh and cystourethroscopy on (B)(6) 2011, and mesh excisions on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06434. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.